Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative evaluated the system and suspected fault with the umbilical interface cable, the pleora box, and the door winch assembly. The three parts were returned for medtronic's evaluation. Evaluation found that the interface cable and the pleora box were functional, but there was mechanical fault on the winch assembly. Replacement parts were shipped to the site. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4)district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site reported that during a spinal fusion case, the imaging system was able to take 2d images, but when attempting to take 3d images, the imaging system gave an error. The site rebooted the system and reseated the umbilical interface cable, but the issue persisted. Following a 15 minute delay, site discontinued use of the imaging system. Procedure was completed successfully with no adverse effect on patient outcome.